Event description:
It was reported that patient is having an increase in seizures. Physician believes that the increase in seizures is due to the battery being at low battery. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
The explanted devices were noted to be not accessible for return.

Event description:
It was reported that the patient had a seizure and went to the ER and fell and hit her head. The patient underwent generator replacement. The explanted device has not been received for analysis to date.